Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported a blood leak that occurred during a patient¿s hemodialysis treatment. The blood leak was reportedly caused by a bent blood pump rotor pin on the fresenius 2008k2 machine that damaged the non-fresenius bloodlines used for the patient¿s treatment. The patient¿s estimated blood loss was 100ml. The patient was moved to a new machine, where they completed treatment with new supplies. There was no patient injury, adverse event, or medical intervention as a result of this event. A fresenius regional equipment specialist replaced the blood pump rotor to resolve the issue and return the machine to service.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. During an onsite investigation, a fresenius regional equipment specialist (res) found the blood pump roller guide was bent and had caused damage to the blood lines. The res resolved the issue by replacing the blood pump rotor. The machine passed functional checks and was returned to service. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.